Event description:
Received report rn was at bedside when she noticed a large area of approx 200-250 mls of chemotherapy on the floor. She observed the tubing looked like the leak may be coming from the pumping segment, just below the pump. A new bag was mixed with 1/2 the approximate volume amount of the drug missing. No pt or nurse harm was reported and no medical intervention other than increase in length of time to administer drug. Although requested, no add'l pt/event info provided.

Manufacturer narrative:
(B)(4). The device has been received, but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.